Event description:
It was reported to philips that the system was unable to produce x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to produce x-rays. When the customer started the system and attempted to enable x-rays via the xper module, the x-ray function remained disabled. Upon troubleshooting, the fse found that the issue appeared to be caused by a defective fdcsib board. To resolve the issue, a replacement fdcsib was sent to the customer, and the service engineer replaced the fdcsib. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on a re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.